Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported in an article published in the journal of catheterization and cardiovascular interventions, that a patient developed a groin hematoma of greater than 2 cm in size which did not require prolonged hospital stay or transfusion. No additional information available.